Manufacturer narrative:
Concomitant medical devices: product ID: 3889-28, lot#: va0l9m9, implanted: (B)(6) 2014, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 24-jun-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient underwent surgery for replacement of the entire system (battery and lead). No device issues and no further patient complications were reported. Additional information was received from the manufacturer representative. It was reported that the rep said there was a lead issue however the root cause was unknown. No further complications were reported.